Event description:
It was reported by the hospital that a patient underwent a two stage revision after the patient was diagnosed with an infection. During the removal, heavy metallosis was recognized and subsequently, the femur and tibia components were removed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical product: unk rhk femur c catalog #: not reported lot #: not reported. Medical product: unk rhk inlay catalog #: not reported lot #: not reported. Medical product: unk rhk femur-stem catalog #: not reported lot #: not reported. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019- 00328, 3002806535-2019- 00330, 3002806535-2019- 00331. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
Rhk right knee revision due to infection and metallosis.